Event description:
It was reported to ge healthcare that an infant required surgical intervention approximately 5 months after a piece of the electrode was left attached to the infant's scalp after his birth on (B)(6) 2009. The mother reportedly noticed that a foreign object was present in the infant's scalp a couple of days following the birth. A nurse reportedly instructed the parents to leave the object, which was believed to be a piece of the spiral electrode, to see if it would detach on its own. At the time, no swelling or redness was observed. In (B)(6) 2010, the area where the spiral electrode remained reportedly became infected. After a visit to a pediatrician, a private surgeon was contacted and reportedly removed the fragment of the electrode from the infant's scalp, using local anesthesia. Reportedly, two visits were required to address the infected area.

Manufacturer narrative:
The date of event corresponds to the incident date on the report provided by the hospital. The date of birth was (B)(6) 2009. Infection was reportedly noted in (B)(6) of 2010. The device manufacture date cannot be determined with the information available. The fragment of the electrode is not available for investigation. Based on the information available, it appears that the steps listed in the instructions for use were not followed. The instructions for use state, "in rare instances, the spiral tip may break free from the hub and remain in the fetal presenting part. Inspect the spiral tip to make sure it is still attached to the hub. If the spiral tip has separated from the hub, remove it from the presenting part using aseptic technique."